Manufacturer narrative:
As reported, although used normally, after deploying a 6f exoeal vascular closure device (vcd) the plug popped out near the puncture site. Hemostasis was switched to manual compression. There was no reported patient injury. According to the operating physician, the patient had severe arteriosclerosis and was thin, so subcutaneous deployment might not have been possible. After retrograde femoral artery puncture and evt crossover using a 6f-noncordis sheath, the sheath was replaced with a 6f non-cordis short sheath to use the vcd. The device was discarded and therefore is not being returned. The exoseal vcd was used during an evt procedure with a retrograde approach. The physician was certified in the use of the device, which was stored and prepared per the instructions for use. No damage to the device or packaging was observed prior to use. Suitability of the femoral artery was confirmed via angiography, including appropriate sheath insertion angle, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, and no stent or significant stenosis near the puncture site. The site had not been closed with any device or compression within the past 30 days, and there were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds afterward. The indicator wire was not visible upon removal of the device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿plug inaccurate placement¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, although used normally, after deploying a 6f exoeal vascular closure device (vcd) the plug popped out near the puncture site. Hemostasis was switched to manual compression. There was no reported patient injury. According to the operating physician, the patient had severe arteriosclerosis and was thin, so subcutaneous deployment might not have been possible. After retrograde femoral artery puncture and evt crossover using a 6f-noncordis sheath, the sheath was replaced with a 6f non-cordis short sheath to use the vcd. The device was discarded and therefore is not being returned. The exoseal vcd was used during an evt procedure with a retrograde approach. The physician was certified in the use of the device, which was stored and prepared per the instructions for use. No damage to the device or packaging was observed prior to use. Suitability of the femoral artery was confirmed via angiography, including appropriate sheath insertion angle, and the vessel diameter was confirmed to be at least 5mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, and no stent or significant stenosis near the puncture site. The site had not been closed with any device or compression within the past 30 days, and there were no signs of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flush with the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds afterward. The indicator wire was not visible upon removal of the device. The device is not being returned for evaluation.